Manufacturer narrative:
The complaint of meningitis cannot be confirmed via laboratory testing.

Event description:
Device 1 of 4.reference MFR report #: 1627487-2015-07721, 1627487-2015-07722 and 1627487-2015-07723follow-up revealed the patient's system was explanted on (B)(6) 2015. The patient was seen for follow up on (B)(6) 2015 and everything looked good.

Manufacturer narrative:
(B)(4).

Event description:
The patient has two anchors from the same lot. Device 1 of 4. Reference MFR report #: 1627487-2015-07721, 1627487-2015-07722 and 1627487-2015-07723. It was reported the patient initially experienced warmth at the ipg site on (B)(6) 2015. On (B)(6) 2015, the patient experienced extreme pain down his leg and chills and both incision sites felt warm. The patient then went to the emergency room and was diagnosed with bacterial meningitis. In turn, the patient was admitted to the hospital and released on (B)(6) 2015. The patient followed up with the physician on (B)(6) 2015. During the visit, a blister was noted at the lead site and it burst the following day with milky substance coming out of it. Follow-up revealed the patient will undergo surgical intervention.